Event description:
Device report from synthes reports an event in japan as follows: this pc reports the screw breakage. It was reported that on unknown date, the patient had an injury to the clavicle, and after conservative treatment, pseudoarthrosis developed. On (B)(6) 2022, the patient underwent the clavicle fracture pseudoradicular surgery with the products in question because she was concerned about the protrusion of her collarbone. The surgery was completed successfully without any surgical delay. During an outpatient visit on (B)(6) 2022, the patient was observed to have 5 distal screw fractures. Since there were no complaints of pain at this point, the patient was decided to be followed up. Regarding the cause of the breakage, the surgeon commented that the implant must have been subjected to a considerable bounce load after plate fixation because the bone fragments were originally displaced significantly in the post-conservative treatment pseudoarthrosis. The surgeon also commented that similar events would likely have occurred even without this plate, as other companies often use nearly equivalent screw diameters. Patient status/ outcome: stable no further information is available. This report is for one (1) va lockscr ã¸2.7 he 2.4 self-tap l18 tan. This is report 4 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional product code: hrs complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports pain and device explantation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot . Part # 04.211.018ts. Lot # 8l67118. Manufacturing site: werk selzach. Release to warehouse date: 08.oct.2021. Expiration date: 01.oct.2026. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.018. Non-sterile lot # 376p335. Manufacturing site: werk selzach . Supplier : (B)(4). Release to warehouse date: 08.sept.2021. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: updated event description to include reference to related pc.